Event description:
A customer received an unspecified sensor error message with the adc device and was unable to obtain readings. As a result, customer experienced symptoms described as "he got nervous, and he woke up somewhere" due to a loss of consciousness. Customer reporting being able to self-treat and had contact with a non-healthcare professional third-party, however, no treatment was rendered for this issue. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visually inspected applicator and cap and no issues were observed. Sensor cap is retained inside applicator cap and the applicator had fired correctly. Visually inspected the sensor patch and no issues were observed. Data was successfully extracted from the returned sensor using approve software. Sensor data was analyzed, and historical data log was graphed, and a typical glucose pattern is observed. No abnormalities were observed with the sensors data. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.